Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The upstream occlusion alarms were confirmed through baxter's functionality testing, however, further testing could not reproduce this condition. The unit was tested per baxter's service procedure with passing results. Also no false upstream occlusion alarms occurred throughout the testing. The pump was calibrated and tested per baxter's service procedure to ensure continued proper occlusion detection.

Event description:
During baxter's functionality testing, a spectrum pump displayed alarm upstream occlusion alarms. There was no pt involvement.